Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had driveline power fault. The patient reported that they were wearing socks when stood up onto rugged flooring when the alarm occurred. The patient said they had worn socks on rugged flooring before with no alarms. The event log file recorded a driveline power fault associated with a (f4) pwr_a_broken controller fault flag on 16feb2026 at 9:00:56. The motor function was not affected by this event. The primary controller and modular cable were exchanged with no issue. The data from the new controller indicated that the fault was resolved. The patient was sent home after being monitored for some time.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported driveline power fault alarm was confirmed via analysis of the log files and the returned modular cable. A review of the submitted log files captured a driveline power fault alarm on (B)(6) 2026. The alarm cleared when a driveline disconnect alarm was activated, consistent with the controller and modular cable exchange on (B)(6) 2026. There were no other notable events or alarms captured in the log files, and the system appeared to operate as intended while the driveline was connected. A review of the submitted log files from the new controller (serial number (B)(6)) captured the system operating as intended without any atypical alarms or events. The modular cable was connected to a mock loop system, and the cable was manipulated while supporting a pump. The driveline power fault alarm was unable to be re-produced. The cable was used to support a pump for an extended duration without issue. The modular cable (lot number 11061439) was connected to the cirrus tester and underwent testing in order to evaluate the integrity of its inner wires. The cable passed this test without issue. Resistance testing was performed with a multimeter on the wires in the modular cable, and the values of each wire were fluctuating, especially when flexed. The outer layers of the modular cable were removed and examined, and several kinks in the wires were noted. Damage to the brown, green, black, and yellow wires was observed. The stripped cable was submerged in a high-potential saline bath, revealing breaches in the insulation on the brown, green, black, and yellow wires. The observed damage to the brown wire would cause the reported driveline power fault alarm. No further troubleshooting was performed. A root cause for the driveline power faults was determined to be the damage to the modular cable internal wires, although a cause for this damage could not be determined through this analysis. The relevant sections of the device history records for the modular cable, lot number 11061439 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU and heartmate 3 patient handbook are currently available. Section 2 of the IFU, entitled ¿system operations¿, explains that if it has been determined that damage has been detected in the modular cable, it should be replaced, and provides instructions on how to do so. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU, entitled ¿patient care and management¿, and section 4 of the patient handbook, entitled ¿living with the heartmate 3¿, instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged).¿ section 7 of the IFU and section 5 of the patient handbook, both entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. Additionally, these sections provide instructions regarding driveline care in the subsection entitled, "what not to do: driveline and cables". Section 8 of the patient handbook, entitled ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, section 8 of the IFU, entitled ¿equipment storage and care¿, and section 4 of the patient handbook, entitled ¿living with the heartmate 3¿ instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild soap. Section 10 of the patient handbook, entitled ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.